Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. Manufacturer's service personnel checked the actual suspected device unit at customer site on july 25th, 2017. Manufacturer's service technician evaluated the device and found it working properly within specification. The service intervention was planned in order to replace the laser source (ordinary maintenance). The device was then evaluated and found to be working properly without any off-routine intervention/calibration. The quality assurance department, following a phone call with the physician, have received from her information related to the event as a brief description of the facts happened, parameter used for the treatment, patient's outcome and following post-treatment care provided by the physician. The patient was treated with the smartxide laser medical device in the face area in order to perform a skin resurfacing treatment. The physician affirms that she has explained and informed the patient about the treatment and the following post-treatment progress. The settings of the laser were: 12w, stack 1, 1000 ms dwell, 1000 ms spacing. The patient was prescribed antibiotic cream (gentalyn cream), to be applied for a week two times per day, as normal post-treatment care. The patient called the site on (B)(6) 2015 concerned because she was feeling her skin tight. The physician advised the patient to apply the cream more often and to avoid any exposure to the sun during the following days. The physician visited the patient in date (B)(6) 2015 for a standard follow-up and found the patient to be healing well: the patient did not have any signs of edema, swelling nor redness. By the initial days of (B)(6) 2015 the physician receive a communication from the patient that said that the scabs are completely disappeared but the skin is still red. Moreover the patient told the physician to have stopped the post treatment prescribed by the physician and continued with a cream with colloidal silver. The physician advise the patient to stop the use of that cream and to come to her clinic for a follow up visit on (B)(6) 2015. The patient did not show up at the appointment. The patient sent texts to the physician in date (B)(6) 2015 with threats of suing the physician for the treatment's outcome. The physician advised the patient to come for a follow up visit at the clinic in order to evaluate the situation and her state of healing. Anyway, the physician told to the patient to go to a specific trusted pharmacy and collect a cream (based on tretionin) to be applied on the treated area. Based on the information collected from the physician, the patient collected the cream only a month later. The event has been evaluated by a third party physician, dr. (B)(6), in charge of (B)(6), that affirms that the parameters used by the physician were inside the good medical practice standard and, by the evaluation of the pictures (that were not made available to the manufacturer for legal/privacy reasons) of the patient, the outcome is a normal process of the treatment and identified as a temporary side effect of the laser treatment. Moreover, dr. (B)(6), concluded that the pigmentation reported by the patient is only connected to a failure of the patient itself to follow the prescribed post-treatment care. Dr. (B)(6), based on his experience and evaluation exclude any permanent impairment to the patient. The investigation carried out did not conclude that a design deficiency was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure of the patient to follow the prescribed post-treatment care (interruption of the antibiotic cream, replaced with a colloid silver cream not prescribed by the physician. Is suspected also an exposure to the sun radiation in the days immediately after the treatment), contributed to event. Based on the fact that the device is working within specification and that there is not any design deficiency no further remedial action are required. This initial report has to be considered as final report, unless FDA has further questions.

Event description:
El.en.'s has been informed by our own service department and became aware of an adverse event in which is involved the laser medical device smartxide model number m079c1, s/n (B)(4), manufactured by el.en. Electronic engineering (B)(4). The event have been reported to el.en.'s quality assurance personnel from the technician in person. Quality assurance department have immediately called the physician in order to collect more information on this event. The physician affirmed that the event happened in (B)(6) 2015 and have reported this information to the technician now, because the patient have sued her, due to a suspect hyper-pigmentation developed by the patient following the treatment. The actual laser medical device and accessory involved in this event are not marketed in the u.s territory but a similar device is marketed in the u.s territory with premarket clearance 510(k) n° k072159. The actual date of the event is (B)(6) 2015. The name of the clinic is (B)(6). We, the manufacture of the device, became aware of the event on july the 25th, 2017 through our service department personnel during an ordinary maintenance of the device (not linked to the event).